Event description:
Healthcare professional reported, left side capsular contracture, baker grade ii. The patient was treated with singulair. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted, through asr on 16 apr 2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified, the weight the device within specification, deformation, crease fold and white calcification (approx. 10%). Cloudy and voids in the gel observed, after autoclave cycle. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture baker grade ii. The patient was treated with singulair. The device has been explanted.